Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio meter = 6.9 inr, reference = 5.0 inr, mean = 5.95. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6)2010, inratio meter = 7.5 inr, reference = 4.9 inr, mean = 6.20. Customer reported 7.5 inr. Upon investigating meter's memory, 8.84 inr is registered on (B) (6) 2010. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Functional test was performed. Both tests failed on sample indicator on. During thermometer sensing test, led indicator simultaneously emitted with "apply sample" message. Visual inspection revealed contamination on heater plate. All inr reported are registered on memory and failed the accuracy criteria. Strip investigation was performed on strip lot 220392. Investigation results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot 220392 are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Data analysis of mean calculation from comparison test data provided by end-user revealed one set of inr values is inaccurate to compare. Accuracy test was performed with returned meter and strips. Test result did not reproduce customer's observation. Product deficiency was not established. There is no sufficient info to determine the root cause. As of 02/17/2010, 15 discrepant results complaint was reported for lot # 220392 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 6.9, lab: 5.0. Date: (B) (6) 2010, inratio: 7.5, lab: 4.9.